Event description:
Ventilator started to alarm while on patient. Respiratory therapy immediately went into the room to evaluate and noticed the vent screen was frozen. The vent device stopped delivering breaths and the patient was immediately removed from the ventilator and bagged while a replacement device was obtained and initiated. Device was sequestered and taken to clinical engineering for evaluation.